Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose was 131mg/dl 10 minutes, greater than 20%. No other reading documented. Patient did not experience any adverse events. No further information has been reported.